Event description:
According to the customer, on 10/17/2024 the back of the bench "broke off" causing the user to "fall backwards" hitting her "lower back and head" on the tub.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the back of the bench "broke off" causing the user to "fall backwards" hitting her "lower back and head" on the tub. The customer reported her "left foot" was "cut" from the broken piece on the bench, and she developed "bruising" on her "arms and back". The customer reported she went to the hospital and stayed overnight for "observation" to ensure there was no "bleeding in the brain". The customer reported there were no diagnostic tests performed, because "the physician did not want to expose her to radiation" due to her diagnosis of "acute lymphoblastic leukemia". The customer reported she was discharged from the hospital without any evidence of brain bleed, and she is doing "fine". The customer reported there was no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.